Event description:
Customer reported nurse set up secondary tubing, 72213n, 250ml d5 30meq to run at 83.33ml/hr. One hour later only 50ml left. The primary infusion was d5 1/2 ns at 100ml/hr. No pt harm reported for this event. Preliminary summary: one used, primed set model 2420-0500 lot unk was received attached to a 1000 ml bag primary IV bag had approx 220 ml of fluid. Secondary set model 72213n was also received with a 250 ml bag with approx 200 ml left. No lot number was provided for secondary set. Unable to explain discrepancy in amounts reported and amounts in bags when received. Primary set was tested for backflow from a secondary bag into the primary line. Backflow was confirmed. Part sent to supplier, investigation continues: follow up report will be filed if add'l info provided by supplier.

Manufacturer narrative:
(B) (4). Pt info requested and all available info is included. This report was filed by the MFR.